Event description:
The user arrived at the lab and found the analyzer leaking water onto the floor. The water was in the walkway and spreading across the floor. No patients were affected and no operators had been injured due to the water leakage.

Manufacturer narrative:
The field service representative determined there was a fluid overflow at the internal water container due to be an intermittent float switch. He replaced the float switch.